Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance on the right ventricular (rv) lead channel. A request was made to have data from this device analyzed. Boston scientific technical services (ts) reviewed the data and confirmed the lead impedance trend data shows a gradual increase in shock impedance over the last year. Ts recommended to have an in-office follow-up for further troubleshooting. At this time, the device remains in service. No adverse patient effects were reported.